Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. Analysis was unable to verify unexpected restart alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarm that was unable to be cleared. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump had condensation under the screen. The insulin pump was returned for analysis.